Event description:
It was reported that the patient with the pacemaker device exhibited pacing inhibition on this right ventricular (rv) channel. The patient was dependent on this pacemaker system. Technical services (ts) reviewed the presenting electrogram (egm) and confirmed that there was pacing inhibition and noise. Ts recommended to recreate the noise and consider fixed sensing. This rv lead remains in service. No adverse patient effects were reported.